Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a trial procedure, the patient's lead was tested and revealed high impedances. The physician tried to adjust the lead but was unable to achieve normal impedances. The lead was replaced and testing revealed normal impedances. Follow-up pending.